Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alleging possible under delivery. Customer stated the reason of possible under delivery was insulin pump had weird sound when blousing. Customer performed high pressure test and insulin did no exits freely. Customer again performed test and still little bit of insulin goes through tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating currents, self-test, a21 error test rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill, possible under delivery anomaly due to motor error alarm.